Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a small right thoracotomy was completed according to the model for direct access with the delivery catheter system (dcs). The valve was then advanced through the patient's anatomy, and two deployment attempts with subsequent recaptures were completed due to suboptimal positioning. Prior to a third deployment attempt, the patient developed hypotension and "shock" was prolonged. In response, percutaneous cardiopulmonary support (pcps) was initiated and the valve was successfully implanted. After implantation of the valve, the patient's hemodynamics stabilized and pcps was discontinued. The patient was then returned to the intensive care unit (ICU) under intubation. Additional information was received to clarify that the "shock" the patient experienced was cardiogenic shock.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a small right thoracotomy was completed according to the model for direct access with the delivery catheter system (dcs). The valve was then advanced through the patient's anatomy, and two deployment attempts with subsequent recaptures were completed due to suboptimal positioning. Prior to a third deployment attempt, the patient developed hypotension and "shock" was prolonged. In response, percutaneous cardiopulmonary support (pcps) was initiated and the valve was successfully implanted. After implantation of the valve, the patient's hemodynamics stabilized and pcps was discontinued. The patient was then returned to the intensive care unit (ICU) under intubation.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-26}; product lot/serial number {(B)(6)}; product type: {0195 - heart valves}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.